Manufacturer narrative:
No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available a follow-up report will be submitted.

Event description:
Additional information was received advising that the end user had been in use of the product for about a year. Two months is when the end user said they started hurting. End user reports that he has not had any injuries just a lot of discomfort.

Manufacturer narrative:
Additional information was received on 06/25/2015. No sample has been received therefore a batch record review of the DHR showed that all relevant tests required during the manufacturing process and final product release has been fulfilled and met the requirements. No nonconformity of this nature has been registered during the manufacturing process of the mentioned lot. No another complaint of this nature has been received within past 12 months. No previous investigations are available. After batch review, no discrepancies (includes non-conformances/deviations) were found. There is not enough information to conclude the product did not meet specification and perform as intended. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No further actions are required, and the complaint will be closed. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(6) 2015.

Event description:
The end user reported the eyelets on the urinary catheter appeared unpolished and felt rough when touched. The issue was noted prior to use. No pt consequences were reported as a result of this event.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the end user being harmed as a result of this malfunction. Additional end user and event details have been requested. Should additional info become available, a follow-up report will be submitted.